Manufacturer narrative:
MFR control no: (B)(4).

Event description:
It was reported that the catheter was found leaking at the hub/extension line above the clamp. As a result, the catheter was removed from the male pt's brachial and a new one was placed and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. The catheter was placed (B)(6) and removed (B)(6).